Event description:
Boston scientific received information that this left ventricular lead became dislodged. A revision procedure was performed; the lead was removed and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed deformed conductor coils 227mm from the terminal pin. Electro-cautery damage was noted in this area as well. Melted insulation from electro-cautery was noted in multiple locations. Blood/body fluid was noted throughout the lead lumen. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.